Event description:
It was reported, a patient, who had a left tha, underwent a revision procedure approximately 7 years 5 months post the initial procedure. The cup was removed due to loosening. The stem stayed intact. A femoral head and adapter tray were implanted. The acetabular side was revised to another company¿s devices. There was no device breakage or surgical delay to the procedure. The patent was last known to be in stable condition following the event. No x-rays were available. The explanted devices were not available for return, and no device images were provided. No further information.